Manufacturer narrative:
G4: 15dec2019. B4: 10feb2020. The service engineer (se) inspected the device. The se found an error code in the ventilator diagnostic logs indicating an air valve liftoff failure. The se replaced the oxygen regulator to address the reported issue and the unit passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported getting an air fault error. There was no patient involvement.